Manufacturer narrative:
Product event summary: nwm438754h the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. The cause of death was provided as septic shock. Further review of the manufacturer¿s database indicated the patient died approximately four months after device system implanted. Additional circumstances related to the cause of death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).